Event description:
This (B)(6) non-smoking african-american (B)(6) presented for evaluation of chronic pelvic pain which developed after hysteroscopic sterilization (hs) in (B)(6) 2010. The essure procedure was completed with oral valium sedation in a physician's office. Technical difficulty and possible mechanical malfunction during device deployment were mentioned in the procedure note, and bar code stickers for three separate units were appended to the record. However, the fact that three devices had been implanted was not disclosed to the patient. She also was not advised to obtain a hysterosalpingogram (hsg) to confirm tubal occlusion and proper device placement three months later, but instead was asked to return in 90 days for an "office sonogram". However, the patient returned to the implanting clinic only 3d later complaining of debilitating llq pain unresponsive to nonprescription analgesics. The patient also experienced increased, irregular vaginal bleeding and dyspareunia. Within 4 weeks of the essure procedure, the patient began to experience intermittent headaches, insomnia, lower extremity paresthesia, cold intolerance, intermittent urinary leakage, shortness of breath and fatigue. In addition to medical office visits, the patient also received multiple ultrasounds, blood tests, urodynamic testing, and at least one computed tomography scan; she was consistently reassured that there was no abnormal findings. In 2016, the patient obtained an hsg from a different clinic. This study revealed bilateral tubal occlusion and a total of three contraceptive coils - two essure implants were located in the left pelvis while a single device was present on the right. In (B)(6) 2016, the patient underwent diagnostic hysteroscopy and 5-mm triple-port laparoscopy. A portable x-ray device was required to obtain a-p and oblique views to map the location of the three essure implants precisely. Two implants were removed using bipolar cautery for partial bilateral salpingectomy as previously described (sills et al, clin exp reprod med 2015;42:126), while circumferential dissection with cornual resection was required to free the third device intact (trapped at rhe left uterotubal junction). The intrauterine compartment appeared anatomically unremarkable on second-look hysteroscopy, and repeat radiograph verified that no foreign bodies or essure fragments were retained at the conclusion of the procedure. Surgical blood loss was estimated at less than 50 ml. Total operative time for device extraction and associated imaging was 208 minutes; the patient was discharged home from the outpatient surgery unit that afternoon. Her postoperative course has been uncomplicated and she continues to do well.